Event description:
It was reported that during a diagnostic procedure, the patient experienced ventricular fibrillation. Vascular access was obtained via the right femoral artery. A non bsc jl-4 diagnostic catheter and a jr-4 non bsc diagnostic catheter was used to intubate the left main artery. Cineangiograms were performed of the right coronary artery (rca). During injection of the saphenous vein graft to the rca the patient developed ventricular fibrillation that required defibrillation to come back to normal sinus rhythm. A 6f impulse diagnostic catheter was used to intubate the ima to the left anterior descending artery (lad). The procedure was completed and hemostasis was achieved using a non-bsc closure device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B)(4).